Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and the absorbable strap was used. It was reported that the outer packaging on device was pealing up. It was reported that there was a sterilization concern. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  d9, h3, h6. H6 component code: c22 - photo review. H3 evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the three photos show black foreign matter on the product packaging. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to determine the root cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent to FDA: 11/02/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the strap25 device was returned sterile with no apparent damage. Upon visual inspection, a foreign matter was noted to be on the packaging foil and appears to be dirt. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was adhered on the sterile package, it is possible that the dirt adhered to the foil during the packaging process due to static. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.